Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral erosion. The urethral erosion was diagnosed during a clinic office visit with their physician. Additionally, the pressure regulating balloon (prb) had migrated to the abdominal incision pocket. A surgical procedure was performed during which all components were explanted. Upon explant, the physician identified tubes that were not attached to anything such as a tube in the scrotal incision that had 2 straight barrel connectors on it and that was also not capped, and it was reported to have been from the previous surgery. There was also a disconnected second prb that was completely deflated on the patient's right side and had non capped tubing attached to it as it was not connected to anything, while the full rpb was on the left side of the patient. No additional information was provided.